Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting air in the line, and leak in pads error messages on s/n 5144. Flow 0lpm, inlet pressure (ip) -0.0psi, circulation pump command (cpc) 100 percentage, pump hours 8767, system hours 9455. Asked nurse to send device to biomed labeled with no flow and use another means for therapy. Per sample evaluation results received via task on 16sep2024, it was reported that the decontamination tech reported a failed mixing pump causing the device to not cool. Tank seals were lifted, and tank seals were torn. Chiller molded y tube was cut 1/2 inch short of specifications.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be plastic deformation. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. Tank seals were torn. Replaced tank seals. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting air in the line, and leak in pads error messages on s/n (B)(6). Flow 0lpm, inlet pressure (ip) -0.0psi, circulation pump command (cpc) 100 percentage, pump hours 8767, system hours 9455. Asked nurse to send device to biomed labeled with no flow and use another means for therapy. Per sample evaluation results received via task on 16sep2024, it was reported that the decontamination tech reported a failed mixing pump causing the device to not cool. Tank seals were lifted, and tank seals were torn. Chiller molded y tube was cut 1/2 inch short of specifications.